Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient said they went through security at a store and felt a shocking sensation then started feeling stimulation. They said the ins had been turned off for 3 years and was turned off when the shocking occurred. They said this had happened once before when they were in seattle, but the stimulation was turned on at that time. They had not checked the ins since the shocking, it was recommended they do so.